Event description:
On (B)(6) 2014, the user facility reported that various patients were having adverse reactions when using our ultra pc % flowmeters. They indicated that this had started upon the delivery of new n2o / o2 gas cylinders. They reported that the products in question were three different flowmeters pn: 31975 (sn: (B)(4)). They reported as having adverse reactions with a few of their patients and in one case they needed to make a "911" call. It was indicated that they were following the titration method during the dental procedures and discontinued treatment. No other details regarding the 911 call, additional actions taken, details on the pt involved, and the measure of any medical intervention were initially provided. On (B)(6) 2014 the user facility did provide the info indicating that a pediatric pt had stopped breathing and was unresponsive during the dental procedure and that his pulse rate had lowered to between 60 - 65. It was indicated that after treating the pt with o2 that the pt recovered and was responsive.

Manufacturer narrative:
All three units have been evaluated and qualified against factory specifications. The instructions for use and product labeling were reviewed and found acceptable. The units were distributed in september of 2013 with no previously reported issues recorded. All (B)(4) units have been returned to the customer for continued use.